Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose was 729 mg/dl with high ketones. The customer went to the emergency room. They were treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released later that day, (B)(6) 2025. Ultimately, the customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose. The customer reverted to an alternate method of insulin therapy.